Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset pump but could not confirm fault ID, continued using current pump with backup method if needed, and was provided replacement pump.